Event description:
Philips received a complaint by the customer on the v60 indicating that the medical staff found a non-invasive breathing alarm abnormality in which the buzzer had no sound. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced some accessories to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.